Event description:
It was report that during the implant procedure, due to the patient's atrial arrhythmias the mode switch algorithm was turning on and off repeatedly. Post-implant, the implant detect algorithm had to be programmed off to prevent the frequent mode switches. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.